Event description:
Customer stated: "buretrol appeared to be leaking chemotherapy from bottom of plastic buretrol (not tubing) - 4-6% of chemo was spilled onto floor. (Chemo was cytoxan). We do not have the lot# and do not have the affected product." The event occurred during an infusion. Customer does not know the specific volume of fluid that leaked. There was no harm to the patient or staff. There was no medical intervention required. Although requested, no further patient/event information is available.

Manufacturer narrative:
(B)(4). Customer stated that product will not returned because they have a facility policy that they do not release product to vendors for investigation.